Event description:
Customer reported receiving imprecise adc meter readings of 317mg/dl, 157mg/dl and 20 mg/dl obtained within a ten-minute timeframe. When plotted on the parkes error grid, the results fell within the "c" zone, showing the difference in values is considered to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). This is an initial report. The product has been requested back for investigation and a final report will be submitted when the investigation is complete.